Event description:
Healthcare professional reported via regulatory agency, "late seroma in right device" and "alcl is confirmed in the testing of liquid." Device was explanted. Histopathological markers confirmed cd30+ and alk.

Manufacturer narrative:
Clarification: device has been explanted, date unknown. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late seroma in right device. Alcl is confirmed in the testing of liquid." Date of alcl diagnosis: (B)(6) 2020. (B)(6).

Event description:
Healthcare professional reported via regulatory agency, "late seroma in right device" and "alcl is confirmed in the testing of liquid." Device was explanted. Histopathological markers confirmed cd30+ and alk -.